Event description:
It was reported that the patient experienced ineffective therapy due to invalid impedances. As a result, the patient underwent surgical intervention on (B)(6) 2023 to have their lead replaced. Patient now has effective therapy.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000100095.

Manufacturer narrative:
The event of auto reducing was reported to abbott. Patient was in a car wreck. On (B)(6) 2023it was reported the patien'st left lead replaced. The patient had a new 3186 lead with existing 3660 and previous second 3186 lead. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.